Manufacturer narrative:
Findings: pump was received with motor error alarm during rewind due to motor encoder signal out of phase. Unable to perform displacement test or verify change sensor alarm due to motor error alarm. No cosmetic damage noted.(B)(4)

Event description:
A customer reported via phone call indicating that their insulin pump alarmed motor error. The patient's blood glucose level was 209 mg/dl at the time of the call. The customer stated that there were no significant events that could led to the motor error alarm. The customer was advised that they can reduce the likelihood of these occurrences by allowing the bolus delivery to complete before accessing the sensor glucose graph. The customer was informed that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement insulin pump was shipped to the customer.